Event description:
It was reported that, one day post implant, the patient¿s heart rate was in the 20-30's. The right ventricular (rv) lead had loss of capture and high threshold. The threshold and impedance had increased. Follow-up information confirmed that the lead became dislodged. The patient experienced asystole for a period of 20 seconds during the episode with the dislodged lead. The lead was revised and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).